Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-01579. It was reported that a guidewire fracture and vessel perforation occurred and patient death occurred. The target lesion was located in the mildly tortuous and calcified left anterior descending (lad) artery. A 330cm rotawire¿ and a 1.25mm rotalink¿ burr was used for treatment. During the procedure, it was noted that the rotawire was fractured in the distal portion of the lad and the burr perforated the mid lad. A bsc balloon catheter was advanced to treat the perforation and pericardiocentesis was performed. The distal portion of the fractured rotawire was not retrieved and remained in the lad. The patient had flow in the lad upon deflation of the balloon and the perforation was resolved. The physician opted to stop the case. The patient was then transferred to the ICU with a non-bsc circulatory support system; however, the patient died the day after the procedure.